Event description:
Customer reportedly obtained results of 271mg/dl and 105mg/dl on the compact test system within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect test system and replacement was sent. Information suggests comparison performed in the home. No quality controls were used. Compact test system: strip lot 20645741, exp 2/28/07, cat/3149072.

Manufacturer narrative:
Suspect device: compact test drum.